Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that resistance was felt during stent deployment and the delivery wire broke causing the stent to migrate from its intended position. The physician deployed a second stent to fully cover the lesion; there was no clinical consequence to the patient.

Manufacturer narrative:
Product available to stryker - updated to reflect product return. Device evaluated by mfg, summary attached - updated to yes. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the catheter was deformed and flattened, likely due to procedural factors, and the stabilizer was kinked and broken at the proximal end and stuck inside the catheter. Functional testing could not be completed due to the condition of the returned device; the reported event was confirmed based on the damage noted to the device. However, inspection found the stent stabilizer was broken, not the stent delivery wire as originally reported. Additional information reported high percentage of stenosis proximal to the lesion and 80% stenosis of the lesion. It is probable the high percentage of stenosis proximal to and at the lesion caused the reported stent friction and subsequent stent migration and stabilizer break. Further, the stabilizer was likely kinked and broken as a result of handling of the device during the clinical procedure. As such, cause traced to user was assigned to this event.

Event description:
It was reported that resistance was felt during stent deployment and the delivery wire broke causing the stent to migrate from its intended position. The physician deployed a second stent to fully cover the lesion; there was no clinical consequence to the patient.